Event description:
A report was received that the patient was having a burning sensation at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post operatively. No device malfunction suspected.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.